Event description:
It was stated the liquid does not go in. This occurred during priming.

Manufacturer narrative:
B3: month and year are known, day is unknown. One device was returned for investigation. It was reported that as received, there were no damages or anomalies observed. In order to replicate clinical use, the cassette was filled with 100ml of water using the returned syringe. During filling, water was able to be filled with significant difficulty, indicating a partial occlusion. The tubing was cut at the top of the cassette and a solvent membrane was observed within the tubing lumen. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.